Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a shaft break occurred. A 15mm x 2.00mm emerge balloon catheter had been selected, advanced and successfully used to treat an unspecified coronary lesion. The physician then attempted to advance a second 15mm x 2.00mm emerge balloon catheter; however, the shaft broke into 2 pieces while passing through the hemostasis valve. The pieces were able to be retrieved from the patient. The procedure was completed with an apex balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received with no original packaging or other devices. There was a complete separation of the hypotube 69cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a shaft break occurred. A 15mm x 2.00mm emerge balloon catheter had been selected, advanced and successfully used to treat an unspecified coronary lesion. The physician then attempted to advance a second 15mm x 2.00mm emerge balloon catheter; however, the shaft broke into 2 pieces while passing through the hemostasis valve. The pieces were able to be retrieved from the patient. The procedure was completed with an apex balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)